Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level over 39 mg/dl. Customer had high blood glucose reading of 400 mg/dl. Customer had surgery and paramedics and she was in coma and it was her first time having a pump. Customer said the insulin pump been beeping 7 times a night. The insulin pump reads 366 mg/dl blood glucose reading but the blood glucose is 58 mg/dl. Customer drank a coffee in the morning. The advisor thinks something wrong with pump. Customer treated their low blood glucose reading with eating candy. The customer experienced low blood glucose for 30 minutes. Troubleshooting for low glucose reading was not completed. The advisor left voicemail to the customer. Customer had some lifestyle changes. Customer had low blood glucose reading of 39 mg/dl. Customer checks her blood glucose reading 6-9 times a day. Customer had 8 lows under 60 blood glucose reading. Customer had treated all of her lows with candy. Insulin pump will not return for analysis.